Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: gxl, hxx. H3, h6: a product investigation was conducted. Service and repair evaluation: it was reported that the device 05.000.008, hand piece for battery powered driver had no speed works. The repair technician reported that membrane was discolored, brown residue on the motor and on the barriers, device does not run in fast forward, forward and reverse conditions. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Reason for repair is damaged component. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008. Synthes lot # 007906. Supplier lot # 007906. Release to warehouse date:21 oct 2020. Supplier:triangle manufacturing . No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 20, 2023, the hand piece for battery powered driver had no speed works. The issue was observed during weekly inspection of battery powered drivers. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During manufacturer's investigation of the returned device it was identified that membrane was discolored, brown residue on the motor and on the barriers, device does not run in fast forward, forward and reverse conditions. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).